Event description:
It was reported that the patient presented to the hospital with dizziness. The right ventricular (rv) lead was found to be exhibiting high thresholds and capturing intermittently. An x-ray showed normal lead position and the physician prescribed hormone therapy. A slight lead dislodgement was then suspected as thresholds continued to remain high. An attempt to reposition the lead was made but the lead helix would not extend again once retracted. The lead was then explanted and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead was extri nsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix fully extended. The helix was able to be extended and retracted within specifications. Electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4574 implantable pacing lead, (B)(6) 2013. (B)(4).